Event description:
Implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 30.6 months of service. This device was originally implanted as part of a clinical study. The physician elected to explant and replace this device with a cardiac resynchronization therapy device. The explanted device has been returned to guidant and will be analyzed for premature battery depletion.